Event description:
It was reported that the device became stuck on the lesion. A 6/2.25 flextome¿ cutting balloon¿ was used to treat a highly fibro-calcified lesion located a the middle of the left anterior descending artery(lad). A non bsc guide wire crossed the lesion with great difficulty. Then the physician attempted to cross a 10/2.5 non bsc balloon catheter for pre dilation but the balloon failed to cross the lesion. The physician decided to use the flextome balloon catheter, however it failed to cross the lesion. He repeatedly pushed this device into the lesion and it became stuck in. The physician had difficulty in removing the device and used force to pull it out. When he pulled it out, he saw that the device became bent at the balloon and shaft joint. The procedure was not completed due to unavailability of other flextome. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon protector cap was returned over the balloon. The balloon protector cap was able to be removed from the balloon without issue. A visual examination of the returned device confirmed that the balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was broken at 77 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system. A vacuum was unable to be pulled for balloon preparation prior to advancement through a guide catheter, due to the break in the hypotube. However, during analysis, the catheter was able to be passed over a 0.014 inch guidewire and advanced and removed through a 6 fr guide catheter without issue. No other issues were identified. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck on the lesion. A 6/2.25 flextome cutting balloon was used to treat a highly fibro-calcified lesion located a the middle of the left anterior descending artery(lad). A non bsc guide wire crossed the lesion with great difficulty. Then the physician attempted to cross a 10/2.5 non bsc balloon catheter for pre dilation but the balloon failed to cross the lesion. The physician decided to use the flextome balloon catheter, however it failed to cross the lesion. He repeatedly pushed this device into the lesion and it became stuck in. The physician had difficulty in removing the device and used force to pull it out. When he pulled it out, he saw that the device became bent at the balloon and shaft joint. The procedure was not completed due to unavailability of other flextome. No patient complications reported and the patient's condition is stable.